Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and undefined impedance, high threshold, and no capture. The lv lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.